Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored two episodes with inappropriate shocks due to t-wave oversensing. The device was reprogrammed from primary to the alternate vector. An exercise test was planned for a later date to assess whether the oversensing has resolved. No adverse patient effects were reported.